Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after implantation of iol noticed scratch on iol. Lens was explanted in a initial procedure lens cutters was used to removed the iol. The procedure was completed with another iol. There was no patient harm.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. The optic was cut in half (typical of a removal). Only half of the lens was returned. The lens was cleaned with klrp. A small scratch was observed in the center of the optic. A small crack was also observed near optic edge. No other damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge with an unspecified viscoelastic. It is unknown if a qualified viscoelastic was used. The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. The account indicated the use of a handpiece which is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The root cause for the reported scratch is most likely related to a failure to follow the IFU. The account used a non-qualified cartridge. The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. The IFU (instructions for use) instructs: company foldable iols(intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).